Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is linked to the console, but unable to be traced more specifically as failure analysis was able to conclude the ccc board was not the issue.

Event description:
It was reported that the or staff called in to report an issue with the system while preparing for a case. The caller mentioned having trouble with the console, which could not be attached to the system without causing a fault. The technical support engineer reviewed the logs and confirmed the issue. The staff unplugged the console to continue with the case. The technical support engineer inquired about any recent power issues in the or, but the caller did not have additional information and only wanted to report the issue. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The ccc - tower unit was returned for failure analysis due to error 31089. The error was confirmed through the review of the lighthouse error log, which showed that error 31089 was triggered in the field; however, the issue could not be replicated during testing. Visual inspection revealed the unit was in good physical condition. The ccc - tower unit was installed into a golden system, programmed, and the system started up without any issues. The system was left idle for 4 hours and periodically power cycled, during which no errors occurred. Optic light levels were checked during each power cycle, and all values remained within the expected range. Based on these findings, failure analysis could not determine the root cause of the reported issue in the field. After ccc-tower replacement, error 31089 still remained. Failure analysis concluded that this ccc - tower is a wrong part return. The complaint was not confirmed based on failure analysis.